Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the covers to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the door on the gantry for the imaging system would not open. A damaged cover was reported by the medtronic representative. No additional information was provided. There was no patient present when this issue was identified.